Manufacturer narrative:
Qn#(B)(4). A device history record review was performed and no relevant findings were identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: the tube passed the pre-test, but air leaking alarm occurred after intubation.

Manufacturer narrative:
(B)(4). The customer returned one unit 5-10315 et tube, hvt, 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. Functional inspection was performed to attempt to inflate and deflate the balloon cuffs on the returned et tube. A lab inventory syringe was filled with air and was connected to the valve of the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff and pilot balloon were able to fully inflate but started to slowly deflate immediately. The sample was submerged underwater to test for leaks. Upon injection of air, the device leaked from the pilot balloon. There was a small hole in the pilot balloon which prevented the device from staying inflated. No other defects or anomalies were observed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "the cuff inflation system (cuffs , pilot balloons, valves) should be checked by inflation and deflation prior to use. If cuff is damaged, the tube should not be used." "Care should be taken to avoid damaging the cuffs during intubation. If any one of the cuffs is damaged, the tube should not be used." The IFU also states , "deflate all cuffs prior to repositioning the tube. Movement of the tube with cuffs inflated could result in patient injury or in damage to the cuffs, requiring a tube change. Verify the position of the tube after each repositioning.". The reported complaint was confirmed based upon the sample received. The returned et tube was found to have a hole in the pilot balloon which prevented it from being able to stay inflated. A device history record review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore , based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
Reported issue: the tube passed the pre-test, but air leaking alarm occurred after intubation. A new device was used without issue. The condition of the patient is reported as "fine".